Event description:
Pharmacist called for pt who states the numbers do not come up all the way. Display segments missing. Unable to explain with segments are missing. Customer asked to return meter for further evaluation, and a replacement was provided.